Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.

Event description:
It is reported that the articular surface would not seat into position during a knee arthroplasty.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the device manufacture site is incorrect. This event will be reported under medwatch #0001822565-2017-04422.